Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that during the first analysis review the device returned a shock condition on segments one and two due to low normalized amplitude, complex width, waveform variability and high number of detected peaks. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.